Event description:
Patient was revised to address pain and squeaking. Metalosis was also reported.

Manufacturer narrative:
The devices associated with this report were not returned. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: (B)(4) 2012 pfs was received from legal, medical records were received from legal. Records indicate that the patient was revised because of pain and a vertical cup. Records are available for further review. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4).the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot code a1jd21000. A search of the complaint database finds additional reported incidents against lot code 2132335 and 2072395 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor, metal wear, and metallosis.